Manufacturer narrative:
The service engineer investigated the ventilator on site and found technical error codes indicating a power error and low barometric pressure. After replacing the dc/dc & standard connectors printed circuit board (pcb) and monitoring pcb with pcbs from another working ventilator, the technical error codes vanished. Pre-use check flow transducer test was now failing, and a new day for service was scheduled. No further information regarding this ventilator has been received despite reminders. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it can, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. A fault that generates the error code for the barometric pressure can result in delivered volumes up to 15% from set values and is unlikely to cause injury. As no device logs or faulty part was returned for investigation, the root cause for the generated error codes could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer ref. #: (B)(4).